Manufacturer narrative:
Updated fields: b4; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion, component code; h11. A getinge field service engineer dispatched and troubleshooted unit issue , verifed flters were clogged and replaced compressor muffer flters . Preformed unit checkout. Unit passed all functional and safety testes. Returned unit back to customer.

Manufacturer narrative:
Due to character restrictions in block e1 full name of initial reporter is - (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) was overheating while use on a patient for multiple days. There was no harm or injury reported.